Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a6; b4; b5; d2; e1; g1; g3; g6; h1; h2; h3; h6 the reported is confirmed through review medical records. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. CT report was provided and reviewed by a healthcare professional. Review of the available records identified the following: CT report confirms metallic retained foreign body. No additional significant findings noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, approximately two (2) months later the patient began developing increased pain and went to the hospital. X-rays revealed that the tip of the device had fractured off inside of the patient. The patient underwent surgery the next day to remove the piece retained by the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.